Event description:
Dual chamber pacemaker inserted in 1998. Admitted to hospital after having an episode of passing out at home. When leaned over to pcik up something, became dizzy and fell backwards. According to the pt, she had been having periods of dizziness for the past several days. Md progress note states: v. Lead impedance down to 256. Cxr: no break in lead noted. However, it is malfunctioning, probably from progressive subclavian. Medtronic lead, model #4024, was capped and left in place. Info on o.r. Record says, capped/not usable. Dual pacemaker generator, model #7960. Removed in 2006.